Event description:
It was reported that the last fill line spike of a homechoice cassette became separated from the solution bag port. This occurred during priming in peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The spike and a segment of attached tubing of the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was pressure tested with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.